Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients ipg stopped working due to high impedances. The patient underwent a lead replacement procedure wherein an MRI compatible lead was implanted and patient was doing well post-operatively. No malfunction suspected. The explanted device components will not be returned per hospital policy.